Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
One day after implantation, artifacts were observed on the atrial channel. Reintervention was performed and improper connection of the atrial lead to the pacemaker was confirmed. The lead came out of the port without unscrewing the setscrew. The same lead was properly reconnected to the same pacemaker. Normal behavior was observed afterwards.

Event description:
One day after implantation, artifacts were observed on the atrial channel. Reintervention was performed and improper connection of the atrial lead to the pacemaker was confirmed. The lead came out of the port without unscrewing the setscrew. The same lead was properly reconnected to the same pacemaker. Normal behavior was observed afterwards.